Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related MFR report number: 2017865-2023-52247. It was reported that a patient presented with noise on both the atrial and right ventricular (rv) leads. No changes or interventions were reported. The patient condition was not known.